Manufacturer narrative:
Detailed product information was not provided to bsc. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the atrio-esophageal fistula is a known inherent risk of use of this device. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return as it was disposed of, therefore, a technical analysis of the complaint device could not be completed. Review of the provided ablation console data did not identify any device malfunctions or performance deficiencies. System operating parameters were within expected ranges. These parameters include flow rate, injection pressure, inner balloon pressure, valve control signals and temperature range. Although medical media was provided, it was not able to be perfumed due to poor image quality; single CT slice is insufficient for complete medical review of a fistula event. Review of single image with medical director occurred at time of receipt with no additional information able to be gathered from single image. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review was completed and confirmed that the event of fistula, atrio-esophageal was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of atrio-esophageal fistula is a known inherent risk of the polarx device. Atrio-esophageal fistula is an expected procedural complication addressed within the IFU for the polarx. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that four weeks post pulmonary vein cryoablation procedure, the patient experienced an atrial esophageal (ae) fistula and subsequently died. During a pulmonary vein cryoablation procedure to treat atrial fibrillation, a polarx balloon catheter was selected for use. 10 ablations were performed in total: 3 in the left superior pulmonary vein (lspv), 3 in the left inferior pulmonary vein (lipv), 2 in the right inferior pulmonary vein (ripv), 2 in the right superior pulmonary vein (rsvp). The lowest temperature reached was between -60 and -63 celsius degrees. Esophageal monitoring was not performed. The procedure was completed successfully, with no report of device issue. Four weeks post operatively, the patient was hospitalized for an ae fistula, as confirmed via imaging. The location of the ae fistula was unable to be localized precisely. The facility indicated that the CT scans do not allow for the detection of the esophagus's proximity to the heart cavities which could be an explanation for the presence of a fistula. The patient experienced permanent damage. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. The facility later reported that the patient died on (B)(6) 2025.

Manufacturer narrative:
Update to b5 and d4; model number and lot number as provided via good faith effort. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the atrio-esophageal fistula is a known inherent risk of use of this device. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return as it was disposed of, therefore, a technical analysis of the complaint device could not be completed. Review of the provided ablation console data did not identify any device malfunctions or performance deficiencies. System operating parameters were within expected ranges. These parameters include flow rate, injection pressure, inner balloon pressure, valve control signals and temperature range. Although medical media was provided, it was not able to be perfumed due to poor image quality; single CT slice is insufficient for complete medical review of a fistula event. Review of single image with medical director occurred at time of receipt with no additional information able to be gathered from single image. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review was completed and confirmed that the event of fistula, atrio-esophageal was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of atrio-esophageal fistula is a known inherent risk of the polarx device. Atrio-esophageal fistula is an expected procedural complication addressed within the IFU for the polarx. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that four weeks post pulmonary vein cryoablation procedure, the patient experienced an atrial esophageal (ae) fistula and subsequently died. During a pulmonary vein cryoablation procedure to treat atrial fibrillation, a polarx balloon catheter was selected for use. 10 ablations were performed in total; 3 in the left superior pulmonary vein (lspv), 3 in the left inferior pulmonary vein (lipv), 2 in the right inferior pulmonary vein (ripv), 2 in the right superior pulmonary vein (rsvp). The lowest temperature reached was between -60 and -63 celsius degrees. Esophageal monitoring was not performed. The procedure was completed successfully, with no report of device issue. Four weeks post operatively, the patient was hospitalized for an ae fistula, as confirmed via imaging. The location of the ae fistula was unable to be localized precisely. The facility indicated that the CT scans do not allow for the detection of the esophagus's proximity to the heart cavities which could be an explanation for the presence of a fistula. The patient experienced permanent damage. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. The facility later reported that the patient died on (B)(6) 2025. It was further reported in regard to the ui timers preferences, notifications preferences or system settings of the smartfreeze console; there have been no changes from the default settings.

Manufacturer narrative:
Detailed product information was not provided to bsc. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that four weeks post pulmonary vein cryoablation procedure, the patient experienced an atrial esophageal (ae) fistula and subsequently died. During a pulmonary vein cryoablation procedure to treat atrial fibrillation, a polarx balloon catheter was selected for use. 10 ablations were performed in total: 3 in the left superior pulmonary vein (lspv), 3 in the left inferior pulmonary vein (lipv), 2 in the right inferior pulmonary vein (ripv), 2 in the right superior pulmonary vein (rsvp). The lowest temperature reached was between -60 and -63 celsius degrees. Esophageal monitoring was not performed. The procedure was completed successfully, with no report of device issue. Four weeks post operatively, the patient was hospitalized for an ae fistula, as confirmed via imaging. The location of the ae fistula was unable to be localized precisely. The facility indicated that the CT scans do not allow for the detection of the esophagus's proximity to the heart cavities which could be an explanation for the presence of a fistula. The patient experienced permanent damage. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. The facility later reported that the patient died on (B)(6) 2025.